Event description:
It was reported that during an angioplasty procedure, the leakage of contrast medium was allegedly found from the connection part of the catheter shaft and the hub. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one dorado pta dilatation catheter was returned for evaluation. On visual evaluation of the device, no other specific anomalies were noted. On functional evaluation, the device was inflated with an in-house presto inflation device to 8 atm, and water was noted to be leaking from the catheter glue joint. Microscopic observation was performed and a partial circumferential break was noted at the proximal glue joint. Therefore, the investigation for the reported leak is confirmed, as water was leaking from the bond joint during the evaluation of the returned device. The investigation is also confirmed for the identified bond joint break, as a break at the proximal glue joint was able to be observed under microscopic observation. During the microscopic observation a bond joint break was identified which might lead of the reported leak. However the definitive root cause for the reported leak and identified bond joint break could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 12/2024).